Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) contacted biom¿rieux to report a misidentification in association with the vitek¿ ms instrument. The vitek¿ ms provided an organism identification of single choice to streptococcus pyogenes or low discrimination to streptococcus dysgalactiae / streptococcus dysequisimilis / streptococcus pyogenes. The patient isolate was sent to a reference laboratory for confirmatory testing; the organism identification obtained was a group b streptococcus. Investigational testing was performed. All data reviewed and analyzed included: (B)(6). System investigation concluded that the system was not operational during the test (fine tuning was necessary). The expected identification of the reported streptococcus species is unknown since the result of the agglutination test was not provided. It was not possible to conclude on this strain. Suspected root cause of the issue: non-optimal fine tuning, non-optimal spot preparation, knowledge base weakness.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biom¿rieux to report a misidentification in association with the vitek¿ ms instrument. The vitek¿ ms provided a low discrimination organism identification of streptococcus dysgalactiae / streptococcus dysequisimilis / streptococcus pyogenes. The patient isolate was sent to a reference laboratory for confirmatory testing; the organism identification obtained was group b streptococcus. The customer stated that colony grams and agglutinations prevented incorrect reporting of results. The discrepant vitek¿ ms result had no impact on patient therapy. The customer retested various other organisms, and encountered no further discrepancies. The local field service engineer (fse) visited the customer site on 06feb2017 to fine-tune the vitek¿ ms system and confirm proper operation; the system was returned to the customer for routine use. Culture submittal has been requested by biom¿rieux for internal investigation. Biom¿rieux investigation will be initiated.